Event description:
A report was received via social media that the patient was having staphylococcus infection through patients body. It was also reported that the patient had a picline so the patient can have an intravenous at home.